Event description:
It was reported that during a device change out, the atrial lead was scheduled for replacement due to undersensing and high thresholds. However, the lead was not replaced due to venous obstruction. When the suture sleeves were being cut the lead pulled back a bit and at that point the physician retracted the helix and re-implanted the lead into the atrial appendage. The lead was connected to the new device. A week later the lead was not capturing at high outputs and an x-ray showed that the lead had pulled back high in the atrium. Per the physician, the patient had been twiddling the device. The pocket was opened and the atrial lead was explanted and replaced. A dacron pouch was applied over the device and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 3487a-33, pain stim lead, (B)(6) 2001; 4195-88, implantable pacing lead, (B)(6) 2009; 7427, pain stim ipg, (B)(6) 2011; 5076-52, implantable pacing lead, (B)(6) 2009; 7121, competitor implantable tachy lead, (B)(6) 2009; 7495-51, neuro extentions x2, (B)(6) 2001; 3487a-33, pain stim lead, (B)(6) 2001. (B)(4).